Manufacturer narrative:
The complaint of a leak of the venous lumen is confirmed. No mfg defects were observed with the catheter. The characteristics of the damage found on the venous extension leg are consistent with an inadvertent needle stick or contact with some other type of sharp instrument such as a knife or scalpel; however, the exact mechanism of this device is undetermined. No mfg defect was noted during functional, tactual and microscopic examinations. The IFU gives instructions as to avoiding contact with sharp instruments. A lot history review (lhr) of asvf0001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during treatment blood leakage was noted in the venous line. Four analysis performed after only few drops during connection. Treatment was discontinued at time of detection of leakage. No pt injury has been reported.